Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure the right ventricular (rv) lead perforated the endocardium. The rv lead trends were remaining stable, therefore the physician elected to leave the rv lead in place and perform a pericardiocentisis. The patient was stable.